Manufacturer narrative:
Correction: d1, d4. Additional information: g4, h4, h6, h11. H4: the lot was manufactured between august 22, 2023 and august 23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva tpn bags leaked at the bottom near port seam. This occurred before patient use. There was no patient involvement. No additional information is available.